Event description:
It was reported that during a rotational atherectomy procedure, removal difficulties were encountered. The lesion being treated was located in the mid right coronary artery (rca). The physician initially made four passes of the lesion using a 1.5mm rotalink plus burr. The passes ranged from 20-30 seconds at 178,000 rpms. The 1.5mm rotalink plus burr was then exchanged for a 2.0mm burr, and the same advancer was used. One pass of the lesion was made for 25 seconds at 172,000 rpms. While attempting to remove the burr, it became lodged in the vessel. The physician was able to remove the burr with force; however, an intimal dissection occurred in the proximal rca during removal. The dissection was treated with ptca. A 3.0x24mm taxus drug eluting stent was deployed in the mid rca lesion. Pt condition listed as "stable".

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant info is received, a supplemental MDR will be submitted.